Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to water invasion of the device caused abnormality of electronic parts, which led to the suggested event. However, the root cause could not be specified. The event can be detected and/or prevented by following the instructions for use which state: " 1.4 warnings and cautions: warning ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. (Reprocessing manual) cautions attachment/detachment of maj-1538 and mb-155 as follows: 1.4 warning and cautions: caution ·before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope perform the leakage test: caution ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. 3.1 the workflow of preparation and inspection before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. (Operation manual) states on counter measures for occurrence of abnormal image as follows: 5.3 withdrawal of the endoscope with an irregularity if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. No image was produced due to electrical continuity error caused by water invasion into the connectors. The connector was corroded. There was noise in the image. The light guide cover lens was scratched. The connecting tube exhibited buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue "no image" was found before procedure. The device did not cause any problem to patient or user; however, the examination was postponed.